Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, universal surgical manipulator (usm) 2 was not responsive when the surgeon was trying to take control of usm arm from the second surgeon side console (ssc). The tse could not find any related error in the logs. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was unable to replicate the reported issue. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed. In logs, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto an in-house system where the component functioned as expected. The mtm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed. No faults could be identified. The complaint was not confirmed based on the field evaluation or failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.